Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasions were noted at 7.6-8.1cm and 29.5-30.0cm from the distal end, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 12.7-15.4cm from the distal end. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.